Event description:
Customer reported that he was hospitalized early april due to high blood glucose. Customer stated that the blood glucose reading was high and went to the hospital for assistance. Customer stated that her insulin pump is alarming motor error and no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip, scratched display window and broken belt clip slot.